Manufacturer narrative:
Recalibrated the volumetric and reoslved the issue.

Event description:
Info received states that volumetric infusion was high.

Manufacturer narrative:
Recalibrated the volumetric and reoslved the issue.